Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the infusion was changed, but her glucose level continued to rise. It was stated that the customer was treated with manual injections to control her blood glucose. Troubleshooting was performed. Ran a fixed prime test and the device passed the test. It was stated that the infusion sets were changed multiple times and failed. It was stated that the doctor discontinued the insulin pump therapy and advised the customer to have a replacement of the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.